Event description:
Journal reference: voon v, krack p, lang ae, et al. A multicentre study on suicide outcomes following subthalamic stimulation for parkinson's disease. Brain. 2008; 131(pt.10):2720-2728. Subthalamic nucleus deep brain stimulation improves motor symptoms and quality of life in advanced parkinson's disease. As after other life-altering surgeries, suicides have been reported following deep brain stimulation for parkinson's disease by conducting an international multicentre (55) retrospective survey of movement disorder and surgical centres. Reportable event: attempted suicide percentage was 0.90% (48/5311). (Following correction for multiple comparisons, only postoperative depression remained significantly associated with attempted and completed suicides. Postoperative depression and apathy were the two behaviours seen most frequently at time of suicide attempt. Wheras postoperative depression was associated with markers of preoperative depression, apathy was associated with a history of impulse control disorders and greater dopaminergic dose decrease.) See mfg report# 2182207200808136.